Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 800mg/dl. The customer experienced excessive thirst/urination, vomit, lost control of her bowels, and weakness. Troubleshooting was performed. The time and date were correct, but the basal rates and bolus wizard settings were incorrect. Assisted the caller with correcting them. Reviewed the bolus history and found that the last bolus taken was four days prior to her admission. The customer stated that the drive support cap was normal. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. The customer mentioned that the cannula was bent, but she thinks it is because she kept moving around and the infusion set was disconnected from her body. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.